Manufacturer narrative:
The manufacturer previously reported a device failed a step due to the oxygen blending module board. The oxygen blending module board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the reported failed test step was due to contamination of the pca.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.